Event description:
Areas of endometriosis were excised, using monopolar scissors, from the right and left posterior broad ligaments, the right posterior culdesac and the right and left anterior culdesac. After completing the last part of the procedure, the right posterior culdesac, the surgeon noticed cautery injury on the posterior wall of the uterus, which was made hemostatic with bipolar cautery graspers. He then noted that the medial pole of the right ovary and on an approx 1.5 cm segment of the right fallopian tube. It appeared that somewhat less than half the diameter of the right tube had been cauterized. He then noticed several fragments of black plastic material in the pelvis, which seemed to be portions of insulation from the monopolar scissors. The scissors were removed and inspected. There were clear defects in the insulation of the scissors tip and evidence of heat damage to the distal tip of the scissor shaft itself.

Manufacturer narrative:
On 3/13/2008, conmed electrosurgery attempted to contact reporter to obtain add'l info regarding the reported event. Reporter was unavailable, a voice message was left. On the following day, reporter returned our phone call. Reporter stated the sabre 2400 would not be returned to conmed electrosurgery. Reporter also stated the sabre 2400 "worked just fine - the issue was with the scissors." Reporter was unaware of the pt's status due to the pt having been released from the hospital to return home.